Event description:
Patient presented to the physician with headaches since the implant procedure and headaches when using therapy. Physician prescribed anti-inflammatory pain medication.

Event description:
Patient presented back to the physician with continued headaches when eating. Physician prescribed pain medication and ordered a multiple sleep latency test (mslt).